Event description:
It was reported that this left ventricular (lv) lead had fracture. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that there was no allegation against this left ventricular (lv) lead 4672/(B)(6). The previous lead that was explanted was a non bsc lead. In addition, it was noted the rv lead exhibited noise biotronik plexa/(B)(6) rv and rv lead noise was already captured in tw (B)(4).

Manufacturer narrative:
This supplemental report was created to capture correction in b5 event description and this does not meet reportable criteria.

Event description:
It was reported that this left ventricular (lv) lead had fracture. This lead remains in service. No adverse patient effects were reported.